Event description:
It was reported that during the implant attempt of the ventricular lead, friction occurred resulting in the removal of the lead. It was further reported that after the removal of the lead the helix was extended with tissue attached. The tissue was removed and the helix would not retract. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis performed revealed no anomalies were found. The helix of the lead was extrinsically bent and was extrinsically distorted due to pulling/stretching/overstress. The visual summary analysis of the lead indicated apparent explant damage. (B)(4).